Manufacturer narrative:
B3: event date: the event occurred during the week of 29 january 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked "from middle of back". This was discovered after filling, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H4: the lot was manufactured between (B)(6) 2023 and (B)(6) 2023. H10: the actual device was received for evaluation. Unaided visual inspection was performed which identified a tear/hole at the back side of the bag. Functional leak testing was performed and a leak from the damaged area was observed. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.